Event description:
Vague report that some significant time after the start of an infusion, little or no solution emptied from the solution container. The infusion rate or volume of fluid was not reported. No pt injury resulted. The reporter expressed concern that the flattening of the IV tubing caused the reported occurrence. The biomed. Dept. At the hospital evaluated the infusion pump and found the flow accuracy acceptable when the tubing was loaded appropriately. Some flattening of the IV tubing in the pump normally occurs during the infusion. The cause of the reported occurrence is most likely improper loading of the IV tubing into the infusion pump. The operator's manual instructs to "visually check that the tubing has been properly loaded (not twisted, loose, or stretched), then close the pump door." It also instructs to "confirm flow by observing drops in the administration set drip chamber."